Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 398 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. No defects were observed on the adhesive pad or its welds that would contribute to the reported adhesive complaint. The cause of the reported adhesive failure could not be determined. Timeouts and a drive stall were observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The high pulse width w/ drive stall is confirmed as the root cause of the observed 0x40 alarm, though the cause of the data abnormalities could not be determined.